Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor does not boot properly and its status light remains in orange.

Event description:
Reportedly, the subject home monitor does not boot properly and its status light remains in orange.